Event description:
This rv lead was implanted on (B)(6) 1996 and was capped on (B)(6) 2011 due to noise. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).